Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device housing was damaged, could not be assembled, the etching was illegible, failed leak tightness test failure and had component damage. It was also observed that the device trigger moving parts did not move smoothly and was sticking and would not run. The device also failed pretests for marking and labeling, leakage test using bubble emission technique, cannulation, mechanical free moving, sticky triggers, roundness of housing, check for wear on housing and check function of device. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance. H4: the manufacture date was reported as 1/27/2012, the date was updated to 10/12/2012. D4; the serial number was reported as (B)(6) in the initial reporter, the serial number has been updated to (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery handpiece device upper trigger was blocked and stays on the on / off mode. There were no delays in the surgical procedure. The procedure was completed with the same device. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.